Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. Found the hospital wall outlets with no power. Imaging system is functioning as intended and is ready to use. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system was having intermittent power issues. Once last week the system was not charging, but the site moved to a different power outlet with resolution. Today, it was charging on one or outlet but not another. The site confirmed that the outlet wasn't working for the imaging system, but did work with no issue with a different imaging system that had the same amount of power draw. There was no patient present at the time of the event.